Event description:
It was reported that a patient experienced a break in aseptic technique further described as the patient had a touch contamination with their minicap transfer set during peritoneal dialysis therapy (pd). The minicap transfer set was changed out as a precaution. The pd therapy was ongoing. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.